Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate atp and high voltage therapy for an svt episode detected at high ventricular rates in the vf zone. Programming changes were made. The patient is doing well after the event and will be monitored.